Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of snare loop unintentionally closing. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-01382 pertains to the first captivator small oval snare, 3005099803-2014-01383 pertains to the second captivator small oval snare and 3005099803-2014-01384 pertains to the third captivator small oval snare. It was reported to boston scientific corporation that three captivator small oval snares were used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, all three devices were tested prior to the procedure, and they were observed to extend and retract properly. However, during the procedure, the physician encountered resistance during numerous attempts to close the loop of the first snare inside the patient. The handle was unable to be pulled due to the resistance met, causing the proximal part of the sheath to twist. During some of the attempts, the snare loop would resist at the beginning, and then suddenly close. The device was removed from the patient and tested again, but it was able to close and open without any issue. The physician suspected that the snare may have failed to retract because a certain portion of the pull wire was kinked, and the snare retracted suddenly when that kinked portion was straightened/returned to its normal condition. However, the physician was not able to see whether the pull wire actually kinked. The same issue occurred with the second and third snares; therefore, the procedure was completed using a fourth captivator small oval snare. It was reported that the endoscope was not in a tortuous position, and the target polyp was of normal size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.